Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 160 mg/dl, 94 mg/dl, 64 mg/dl, 141 mg/dl, 302 mg/dl, and 332 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Reporter alleged that patient received a result of 488 mg/dl on inform system 1 compared back to back with a result of 108 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter stated that just 52 minutes prior to obtaining the readings, the patient was given a snack. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).